Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported that he had referred a patient for surgery due to high lead impedance. The surgery was stated to be a full revision. Further information revealed that on (B)(6) 2009, the high impedance was detected. It was indicated that at this time "they [were] not sure whether the device is working and whether the lead and battery should be replaced". On (B)(6) 2010, the device was again interrogated and the high impedance was again found, with the battery's not being at end-of-service. The physician stated on this day, "I told him that it is difficult to do better than he is doing right now, and that I would not recommend any surgical intervention until he has recurrence of seizures...there is also a chance that it is delivering effective stimulation despite having a high impedance". Follow-up with the physician revealed that x-rays had not been taken and no trauma or manipulation could have caused the event. Also, the patient's physician decided to postpone surgery until the patient's seizures increase. Attempts for further information have been unsuccessful.